Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was reported that the patient underwent a right-side + 2nd toe pip joint protoe fusion to treat right-side halux valgus + 2nd toe hammertoe. It was reported that the screw backing out was noted on x-ray but was not a problem for the patient; no surgical intervention.